Event description:
It was reported that the driver tip broke off during final tightening. The tip was cold welded into the set screw and could not be retrieved.

Manufacturer narrative:
The purpose of this investigation is to evaluate the reported issue of tip breakage where the tip is unable to be retrieved from the patient. It was reported that at the end of the surgery, the broken tip was left inside the patient since all set screws were already final tightened and the broken tip remained stuck on the locking cap without coming loose. Visual and functional inspection of the reported issue could not be conducted due to not being available for return. The calculated observed risk level matches the expected risk level; therefore, the overall risk of the system has been maintained.